Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation and the information provided, the cause of the suggested event could not be confirmed. It is likely that it occurred by applying stress to the insertions section, or physical stress by rubbing/hitting the insertions section, chemical stress from reprocessing and stress from bad storage environment. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): important information ¿ please read before use. 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the bronchofiberscope exhibited peeled off coating on the insertion tube. There were no reports of patient involvement.